Manufacturer narrative:
Batch review performed on 06-may-2024: lot 2108905: (B)(4) items manufactured and released on 16-sep-2021. Expiration date: 2026-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 7 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.